Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and the screen became black during use. There was no patient harm.

Manufacturer narrative:
The power management board was returned for further investigation and no failures were identified. Attempts have been made to obtain patient information, but no response was received. Should any additional information be received, a follow up report will be sent.

Manufacturer narrative:
Updated.